Event description:
The pt has severe ongoing bleeding from the gut. Gi endoscopy examination did not find the cause, therefore video capsule was used to examine the small bowel. The capsule became impacted and the physician reported that the pt underwent surgery following the phillcam capsule retention and the pt died apparently due to infectious complications following the surgery, likely due to sepsis. The pt may have had underlying significant intestinal disease but result s of further investigations are believed to be forthcoming. The capsule functioned normally and was believed to be intact when found in the terminal ileum at surgery. The capsule is believed to have identified the site of bleeding for which the pt was referred for capsule endoscopy originally.

Manufacturer narrative:
Given imaging labeling, such as user manual indicate that pillcam sb capsules are contraindicated for use in patients with known or suspected gastrointestinal obstruction, strictures, or fistulas based on the clinical picture or pre procedure testing and profile. Diagnostic tools are available to physicians to assess patients before administration of the pillcam sb capsule including the agile patency system, CT enterography, or mr enterography.